Manufacturer narrative:
Submitted: 11/03/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. Device evaluation: on investigation, the down arrow and ok buttons were unresponsive and the display was noted to be dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and a display issue. This report is made based on results of investigation completed on (B)(6) 2017.